Manufacturer narrative:
The reported event of lead fracture was not confirmed but high pacing lead impedance was confirmed. As received, only the distal portion of the lead was returned in one piece. Visual inspection of the partial lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance as indicated on the device session records. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: for h3 not selected.

Event description:
Related manufacturer reference number: 2017865-2024-57876. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed fracture and high pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. After replacing the rv lead the new rv lead had issues of high pacing impedance. The physician elected to explant and replace the second rv lead. The patient was in stable condition.